Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory alert. Review of the alert revealed high left ventricular lead impedance and loss of capture. The device was reprogrammed and normal capture and impedance resumed. The patient would be monitored.